Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Investigation summary : exec summary - samples were received and an investigation was performed. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - the customer returned five syringes with a pouch labeled for 0.3ml, 31 gauge, 8mm syringes from lot # 0132204. The first syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects were found. Based on the samples received, bd found one incidence of needle hub separation. CAPA/sa - CAPA (B)(4) has been opened to address this issue. DHR review - a review of the device history record was completed for batch# 0132204. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that 1 syringe 0.3ml 31ga 8mm hub separated. The following information was provided by the initial reporter : it was reported by the consumer to the bd investigation team that the samples provided by the customer had a needle hub separation defect.